Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver board and system batteries were replaced, and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up and was displaying error messages. There is no report of pt injury associated with this event.